Event description:
It was reported that Arctic Sun device had a Smashed screen.Per sample evaluation, it was reported that the pressure fluctuations were between -6.4psi and 7.4psi, and a high circulation pump command >70% in bypass mode were observed. There was an indicative of wear on circulation pump. There was a damage to the I/O card was observed during the repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.All available UDI information is being provided.H11: Section A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.